Event description:
Complainant alleged that while the paramedics were monitoring a male pt (age unk) who had fallen, the device screen display shifted to the bottom right corner and a dot appeared on the top left corner of the screen. The paramedics were able to obtain another device to treat the pt. The complainant indicted that there was no adverse effect on the pt as a result of the reported malfunction.